Event description:
It was reported to nuvectra that the patient experienced a burning sensation and blisters at the pocket. During the revision surgery, the stimulator was replaced to improve communication issues with the external device.